Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator driver was replaced. The x-ray tube needs to be replaced.

Event description:
The customer reported that the system displayed an intermittent overload fault error message on the generator during a case. No pt injury was reported.